Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that an insulin bag was administered in a "free flow" state. The nurse was able to replicate the event with a bag of normal saline. There was no report of patient harm.

Manufacturer narrative:
Correction: disregard initial file (B)(4) is a concomitant.

Event description:
The customer reported that an insulin bag was administered in a "free flow" state. The nurse was able to replicate the event with a bag of normal saline. There was no report of patient harm.